Event description:
The complaint/event involved a chemoclave® vented bag spike that reportedly leaked ganciclovir from connection with the ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap during a patient's infusion. Upon disassembly, a silicone indentation was found. There was patient involvement, however, there was no bleed back, no adverse event/patient harm and no delay in critical therapy. There was no unprotected drug exposure to the healthcare worker.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of a leak could be confirmed. Upon arrival, the seal of the device was stuck down. The clave was disassembled and it was found to have a torn seal. The probable cause of the damage is from use of an incompatible mating device. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062¿ and 0.110." The device history record was reviewed and no non-conformities were found that would have led to the reported complaint.